Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "unclear and light-blooded" effluent, abdominal pain and diarrhea. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized. It was reported the patient was treated with cefazolin sodium (0.5g, once a day, intraperitoneal, discontinued after 3 days), gentamycin sulfate injection (20000 unit, once a day, intraperitoneal, discontinued after 2 days), vancomycin hydrochloride (0.5g, once a day, intraperitoneal, discontinued on same day). Twenty-eight days after hospital admission, the patient recovered from the peritonitis and was discharged from the hospital. Pd therapy was discontinued and the patient was switched to hemodialysis (hd). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.